Event description:
It was reported to boston scientific corporation in 2007, that an ultraflex non-covered tracheobronchial stent was used during a post lung transplant procedure performed one day prior, (female patient; weight is unknown). According to the complainant, during the procedure the suture of the device did not unravel all the way. The physician had difficulty removing the partially deployed stent, and the patient had to be extubated and re-intubated. The procedure was completed with another ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Initial inspection of the returned device noted that the suture thread was broken inside the shaft. The suture thread was embedded into the body of this stent. One of the stent loops was protruding through the deployment suture. The suture thread was frayed at one point and the shaft of the device was kinked at the skive area. A functional inspection revealed that the stent was successfully deployed slowly under a microscope without any issue noted. The reported malfunction was confirmed; the cause is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.